Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The field service engineer found one pad loose inside the bottom of the strip provider module (spm) drum/ wiper area. He removed, inspected and the pad was perfectly straight. The cause of the loose pad is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that there were pads falling off the strips into the strip provider module (spm) on the ichem velocity system. There were 2 strip pads found in the spm. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.